Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that on (B)(6) they took the patient back to theatre and replaced the lead in the s3 foramen on the right side and took out the left s3 lead and connected it straight to 97800 interstim x ins. In theatre, the patient's bellows were even better. However, post-operatively, the patient still had no paraesthesia. Rep left it programmed on p5 @ 1.0 ma. Overnight, the patient was able to void twice. Rep last spoke with the patient about a week after the second implant and patient hadn't had to use their spc for four days. So the issue seems to have been resolved in that they got a good outcome for the patient. The lead was confirmed to not be entering the left s3 foramen with a-p and lateral x-rays, and multiple views with fluoroscopy at the second implant. Rep would hazard to guess that this issue was related to the patient's lumbar spine scoliosis and noted it was quite marked on fluoroscopy.

Manufacturer narrative:
Continuation of d10: product ID 978b128; lot# va2st9h; implanted: (B)(6) 2024; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative (rep) reported this was still trial phase. Lead was connected via percutaneous extension as part of an advanced evaluation commenced on (B)(6) 2024. Rep hasn¿t seen the radiologist report, but looking at the a-p x-ray it looks as if the lead has gone off the lateral edge of the sacrum. The patient had some lumbar scoliosis, not as obvious on the x-ray as it was in theatre using fluoroscopy. Rep expect this was why the lead looked to be in good position from our lateral fluoroscopy in theatre. Rep hasn't heard what the plan is moving forward. Rep expect at some stage they will have to repeat the advance evaluation trial surgery, this time confirming with an áp fluoroscopy before leaving theatre. The issue hasn¿t yet been resolved.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had implant surgery on 2024-feb-08.  Intraoperatively, patient had good bellows responses on 1.5ma on all four electrodes intraoperatively. Post operatively, they were unable to elicit paresthesia despite increasing amplitude to the maximum. They attempted programming to maximum allowed amplitudes but no paresthesia. Cause was unknown, but they suspect the lead has not entered the foramen and has gone lateral to the sacrum.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2st9h serial# implanted: (B)(6)2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 29-nov-2024, UDI#: (B)(4)g2: country australia medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.